Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was admitted to the hospital for high blood pressure and syncope. Boston scientific technical services (ts) reviewed device data and noted that the patient had two pacemaker mediated tachycardia (pmt) events stored in the last 72 hours. No other observations or out of range measurements were noted. Unable to determine the cause or potential device involvement in the patient's symptoms. The device remains in service. No additional adverse patient effects were reported.